Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor had inaccurate readings that triggered threshold suspend alarm. Customer's blood glucose value was 440 mg/dl at the time of the incident. Sensor glucose was 90 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will not be returned device for analysis.